Event description:
It was reported that when moving the ventilator from a deceased pt's room, the biomed noted that the peep (positive end expiratory pressure) was set to 46 cm h20, so the biomed decided to have a better look at the event. On looking at the event log, the biomed noted that the peep was turned to 21 cm h20 at 5:57 am and to 26 cm h20 at 6:03 am. However, there was no documentation per nursing or respiratory that they had increased the peep. The last documented peep value was 5 cm h20. The biomed requested a check of the ventilator to ensure that it was functioning properly. (B)(4).